Manufacturer narrative:
Section b3: date of death and date of event corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including sepsis and death that may be associated with the use of the hm 3 lvas. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the hm 3 lvas, as well as a potential late postimplant complication. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away 3 days post implantation due to severe vasoplegic shock secondary to sepsis and cardiac arrest. There were no complications during the surgical procedure and the implant was straight. The outcome was not device related. The device operated as intended.